Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that pacemaker mediated tachycardia with a reduced pulse amplitude and a significant increase in capture thresholds was observed. Programming changes to bipolar mode were made. The atrial lead was being monitored. The patient was stable.